Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008. Product type: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension. (B)(4).

Event description:
It was reported that there were telemetry issues on (B)(6) 2012. The clinician programmer had no telemetry, and a patient programmer or recharger were not available. The patient last had stimulation 2-3 months prior, and had last recharged 2 weeks prior. The patient had telemetry issues approximately 1 month prior, but it wasn't clear if it was an overdischarge or fixed using the antenna locate feature. Prior to telemetry issue the patient was getting good stimulation and using it on a daily basis. Approximately two months later it was reported that two trickle charge attempts were made. The device was overdischarged due to neglect of over 3 months. An approval for a replacement implant was pending. No therapy was being received.